Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an appendectomy procedure, the staples did not fire properly. The hospital reported that no patient injury had occurred.